Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that the patient died. In (B)(6) 2013, the patient underwent percutaneous coronary intervention (pci). The 90% stenosed, 10mm in length, type b1 target lesion was located in the mildly tortuous, severely calcified, and 2.20mm in diameter left atrioventricular groove. Without pre-dilation, a 2.25x28mm promus element¿ plus drug-eluting stent was deployed at 8 atmospheres and post-dilation was then performed resulting in 0% residual stenosis and with timi flow 3. The procedure was completed. Two days later, the patient was discharged. In (B)(6) 2015, the patient experienced myocardial infarction (mi) and angiography was performed. Pci was performed in mid left anterior descending artery. Ten days later, the patient died.